Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the power supply was analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results.

Event description:
It was reported that the previously working remote monitor was no longer receiving power. It was further reported that an apparent carealert communication which should have been generated due to administered therapy was not sent due to the monitor having shut off. The power cord was replaced which resolved the situation. No patient complications have been reported as a result of this event.